Event description:
The reporter stated that the surgeon inserted a 13.7 mm micl 13.7 implantable collamer lens in 2006. On 04/18/2006 due to excessive vault the lens was removed. The lens was exchanged for a shorter length icl.